Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. In order to replicate the reported event the set was spiked and primed according to the IFU. No bubbles or air in line were observed. The sample was then ran on a space pump for approximately 15-20 minutes. The pump did not alarm air in line or any other alarms. The set was tested for leakage and occlusion per the applicable specification with passing results. In addition, review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer states, "air in line during use." No injury reported.